Manufacturer narrative:
The field service engineer (fse) replaced the loose stabilyse tubing and resolved the fluid leak issue. The fse proactively replaced other worn components. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported no differentials on quality control (qc) and r flags on levels 2 and 3 quality control involving the coulter lh 750 hematology analyzer. The customer stated air leaked on the right side of the diluter while performing latron primer and control. While verifying mix chamber operation, the customer discovered fluid leaked at the mixing chamber. The customer determined the stabilyse line from normally closed pinch valve vl45 was loose from fitting #5, on the mixing chamber. The customer reattached the line and primed the system. The fluid was contained within the instrument. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated at the time of the fluid leak. There was no patient impact associated with this event. The customer has an exposure control plan at the facility. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.